Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. X-rays were provided within the journal article, however it is not known which patients these relate to. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported in a journal article that five patients underwent a hip reoperation due to unknown reasons on an unknown date.

Manufacturer narrative:
(B)(4). D10: unk ceramtec biolox head. G2: foreign ¿ south korea. Journal citation: do, m.u., seo, j-s., kang, s.w., koo, h.t., suh, k.t., and shin, w.c. (2025). Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clinics in orthopedic surgery 17(4), 575-581. Https://doi.org/10.4055/cios24372. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.